Event description:
Per (B) (4) adverse event report, this device was explanted due to early eri indication and was retained by the hospital. Should additional information become available, this event will be updated. Explanted system: setrox s 45, (B) (4), MDR-1028232-2010-01380. Linox sd 65/16, (B) (4), MDR-1028232-2010-01506.